Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history record (DHR) was reviewed and no-non conformities were found that would have led to the reported complaint. Section e, additional reporters. Reporter name: (B)(6). Reporter position/department: product quality, safety. Phone number: (B)(6). Reporter email: (B)(6). (B)(6). Regulatory affairs / quality assurance manager. T: (B)(6). E: (B)(6). W: www.stevens.ca (B)(6).

Event description:
The reported complaint involved a microclave® clear neutral connector. It was reported that the intravenous access device (ivad) leaked from both attached needless connectors while the ivad was attached to the patient. The ivad was disconnected and re-accessed. Then, 100 mls normal saline (ns) infused with no leakage with a pump attached. It was unknown if there was any physical damage observed on the product. There was no reported human harm associated with the complaint/event.